Event description:
It was reported that during a da vinci-assisted surgical procedure, the heat from the 8mm maryland bipolar forceps instrument spread to the white plastic housing at the tip of the arm. This was during coagulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument inspected prior to use. The surgical task being performed was coagulation at a urological surgery. The instrument should not have happened to collide with any other instrument or tool during procedure but is not comprehensible. The issue reported was sparking during coagulation, the white part of the head was burnt. There was no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have thermal damage. The instrument had charring and localized melting at the yaw pulley near the grip cables. No conductor wire damage was observed. The instrument passed an electrical continuity test. The probable cause of the thermal damage is primarily attributed to the use conditions of bipolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. If an instrument has thermal damage to the bipolar yaw pulley or distal clevis , but no damage to the conductor wire, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.